Event description:
It was reported that the asymptomatic patient had a merlin.net transmission showing non-sustained rv oversensing due to post-paced t-wave oversensing. Programming changes were made. No further contact has been made from the clinic regarding the patient.